Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6;h10. H6: component code: mechanical (g04) stem. Product was not returned for evaluation; however, photos were provided and reviewed. A visual examination of the provided pictures identified that the proximal body and distal stem had fractured. The items were covered in bio-debris. No further evaluation could be made from the provided photos. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided but were not reviewed by a health care professional due to poor quality of the photocopy image which would not be diagnostic. Additionally, explant photos provided sufficient evidence of failure. Sending the images would not enhance the investigation. A definitive root cause cannot be determined. The complaint was confirmed based on provided photos that showed the fractured explanted devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately six years post implantation of a right total hip arthroscopy, the patient was walking at a normal speed, when he heard a pop which sounded like a champagne glass shattering on the ground. Subsequently, the patient was revised, and it was determined that the stem and modular cone body had broken above the taper junction. There were no contributing conditions related to the event. No additional information was available.

Manufacturer narrative:
(B)(4). D10: cat# 103534 lot# 919850 ti low profile screw 6.5x35mm. Cat# 163670 lot# 792050 32mm mod head cocr +3mm neck. Cat# 103533 lot# 521940 ti low profile screw 6.5x30mm. Cat# pt-106058 lot# 148990 regen/rnglc+ multi 58mm sz 24. Cat# xl-105924 lot# 586310 arcomxl 32mm rlc lnr hw sz24. Cat# 103533 lot# 254130 ti low profile screw 6.5x30mm. Cat# 103532 lot# 444340 ti low profile screw 6.5x25mm. Cat# 11-301351 lot# 509670 arcos con sz a hi 80mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.